Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was at middle of the tubing. The infusion set was in use for one day. The insertion site was at the left side of abdomen. No further information available.